Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited adhesive on bending section cover has a chip, the foreign material come out of channel tube, and there is corrosion on the angle mechanism. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the corrosion on the angle mechanism. Based on the results of the investigation it is likely the following led to the malfunction: flooding. Based on the results of the investigation, a root cause could not be identified for the chipped adhesive or the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.